Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol is 20.7 ml, rate is 0.6 ml/hr, given is 89.30 ml. A couple of small air bubbles observed in the tubing that extends across the top of the cassette. Patient not affected. No further information available.